Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip cable.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar had exposed wires at the hinge, the grasper was also damaged, and it would not open while on hernia sac, hinge had to be pried off and damaged the wiring. The procedure was completed with no reported injury.